Event description:
It was reported that the handpiece was overheating during a procedure. The procedure was completed with another device. Although there was a 3 minute delay, there were no allegations of adverse consequences associated with this event.